Manufacturer narrative:
The report that the patient had ¿ineffective therapy¿ was confirmed. Analysis of lead a found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures is consistent with a ¿physical assault¿ the patient reported being subjected to prior to the allegation of ¿ineffective therapy¿.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient's lead was fractured following a traumatic event. Surgical intervention was undertaken wherein the system were explanted and replaced. It is unknown which lead was at fault.